Event description:
A patient contacted global technical services (gts) regarding assistance with a check lines and bags alarm while using the homechoice (hc) during priming. Gts had the patient press "stop" and "go", and check the drain line extension to the restroom. The clamps were open, the patient straightened the lines from the cassette door, and checked the seals and necks of the bags. The alarm returned several times, and the patient elected to start over with new supplies. Product surveillance contacted the patient who explained the extension line was blocked and had been reused more than once for therapy. The patient stated after the extension line was replaced, the alarm cleared. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Not enough data is available within the complaint to identify root cause. A label review was performed and the review found the labeling adequate for the user error in the complaint. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through reference (B)(4).